Manufacturer narrative:
(B)(4). Investigation result: one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the condition of the exposed glass tip was consistent with minor degradation. Visual examination revealed no damage along the body of the fiber. Visual examination of the fiber face within the sma connector under magnification revealed that there was debris on the face of the metal sma connector most likely caused by the laser¿s blast shield. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report number: 3005099803-2018-01656 for the other associated device information. It was reported to boston scientific corporation on march 20, 2018 that two flexiva 200 tractip laser fiber were used during a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis console. According to the complainant, during the procedure and inside the patient, the laser fiber would not break the stone at all. A second fiber was used and it had the same issue. The procedure was completed with different type of laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed a debris on the fiber face of the sma connector.